Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of call. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that the blood glucose was high due to meal. Customer stated that they insulin pump was cracked from the battery compartment. Customer was advised to that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. Customer was troubleshoot was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.